Manufacturer narrative:
H.6 investigation summary : a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and retain samples were analyzed and it was possible observe the presence of foreign matter at cannula. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: - polymerized lube ¿ system cleaning failure ¿ machine stopped ¿ incorrect gauge selection - polypropylene on cannula ¿ system cleaning failure ¿ use of air guns - pad parts on cannula ¿ worn lube application pad ¿ dirt pad - black spot on cannula ¿ system cleaning failure ¿ use of air guns ¿ dirt pad - resin on cannula ¿ o¿ring ring adjustment failed ¿ incorrect nozzle pressure the follow actions were planned to mitigate the potential causes: - polymerized lubricant; ¿ increase in the cleaning frequency and establish a procedure for cleaning the lubrication station; ¿ empty the lubricant tank at long stops; ¿ check if the selection of gauges during the catalog change is being correctly performed; ¿ replace air silencer; ¿ replacement of air filters; ¿ replacement of the air dryer filter; ¿ changing the dew point indicator. - polypropylene in the cannula; ¿ increase in the cleaning frequency of the guard station; ¿ remove air guns from the machine; ¿ install protection move on the station; ¿ installation of two points with air ionizing bars to detach particulate; ¿ replacement of protective blowing hoses; ¿ installation of vacuum in the protector supply; ¿ made protections for transfer stations; ¿ vacuum pump install, to individualize cleaning devices, that is, higher flow and pressure than the current one. - residue of pad in the cannula; ¿ establish pad exchange frequency; ¿ include an operational assessment of the quality of pad's; ¿ revised pad¿s compression rate; ¿ aligned the pad's manifolds; ¿ replacement of old racks with new ones. - black spot on the cannula; ¿ establish daily and weekly cleaning frequency; ¿ remove air guns from the machine; ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operation routine. - renin residue in the cannula; ¿ install poke yoke to adjust the o'ring; ¿ study and establish adjustment parameters; ¿ train all shifts; the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that there was foreign matter was discovered on device during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: foreign matter was found in the needle. Some units came with the dirty (not all from the box). There was no damage to the patient.

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-30 h.6. Investigation summary a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and samples were analyzed and it was possible to observe the presence of foreign matter at cannula. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: - polymerized lube ¿ system cleaning failure ¿ machine stopped ¿ incorrect gauge selection - polypropylene on cannula ¿ system cleaning failure ¿ use of air guns - pad parts on cannula ¿ worn lube application pad ¿ dirt pad - black spot on cannula ¿ system cleaning failure ¿ use of air guns ¿ dirt pad - resin on cannula ¿ o¿ring ring adjustment failed ¿ incorrect nozzle pressure the follow actions were planned to mitigate the potential causes: - polymerized lubricant; ¿ increase in the cleaning frequency and establish a procedure for cleaning the lubrication station; ¿ empty the lubricant tank at long stops; ¿ check if the selection of gauges during the catalog change is being correctly performed; ¿ replace air silencer; ¿ replacement of air filters; ¿ replacement of the air dryer filter; ¿ changing the dew point indicator. - polypropylene in the cannula; ¿ increase in the cleaning frequency of the guard station; ¿ remove air guns from the machine; ¿ install protection move on the station; ¿ installation of two points with air ionizing bars to detach particulate; ¿ replacement of protective blowing hoses; ¿ installation of vacuum in the protector supply; ¿ made protections for transfer stations; ¿ vacuum pump install, to individualize cleaning devices, that is, higher flow and pressure than the current one. - residue of pad in the cannula; ¿ establish pad exchange frequency; ¿ include an operational assessment of the quality of pad's; ¿ revised pad¿s compression rate; ¿ aligned the pad's manifolds; ¿ replacement of old racks with new ones. - black spot on the cannula; ¿ establish daily and weekly cleaning frequency; ¿ remove air guns from the machine; ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operation routine. - renin residue in the cannula; ¿ install poke yoke to adjust the o'ring; ¿ study and establish adjustment parameters; ¿ train all shifts; the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that there was foreign matter was discovered on device during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: foreign matter was found in the needle. Some units came with the dirty (not all from the box). There was no damage to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter was discovered on device during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter was found in the needle. Some units came with the dirty (not all from the box). There was no damage to the patient.